Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the instrument from the tray did not fit down the device. It was stuck midway down and the surgeon used new trocar to resolve the issue. There was no patient injury.